Manufacturer narrative:
Unit is not being returned for evaluation. Caire is in the process of coordinating testing of the device via a third party. If any new information is discovered, a follow-up MDR will be submitted.

Event description:
The oxygen concentrator that ms. (B)(6) rented from (B)(4) malfunctioned and caused a fire in their home on (B)(6) 2019. This fire resulted in a total loss of the home and contents. Mr. & mrs. (B)(6), ms. (B)(6) and ms. (B)(6) have retained counsel to represent them. The newlife intensity 10 is with ms. (B)(6) and her lawyer.

Manufacturer narrative:
A third party performed an investigation to determine the origin and cause of the fire. The fire scene was inspected, and the remains of the oxygen concentrator were examined. The following conclusions were determined from the investigation: the origin of the fire is in the front living room. The cause of the fire is undetermined. The fire was not caused by the oxygen concentrator. The damage to the concentrator was consistent with thermal damage from exposure to an external fire. No evidence was found that the fire originated from an electrical (or any other) problem within the oxygen concentrator.